Manufacturer narrative:
This report is submitted on september 29, 2021.

Event description:
Per the clinic, the patient experienced poor performance and short circuits were noted on multiple electrodes. Subsequently, the device was explanted on (B)(6) 2021, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on march 21, 2024.